Manufacturer narrative:
Please refer to mfg report # 3004209178-2015-18603 regarding report of "two hours after implant" for replacement due to motor stall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine, fentanyl, clonidine and bupivacaine via an implantable pump for malignant pain. The patient stated two hours after the implant, she was back in the emergency room because the pump stalled immediately. The patient stated she begged them to remove the pump but they wouldn't.